Manufacturer narrative:
The bedframe was evaluated and found that customer was overinflating mattress on bedframe, which in turn presses on the siderail and makes it difficult to move the siderail. No issues were identified with the siderail.

Event description:
Facility states the rh siderail button would not engage in order to let the siderail down. 6/4/2025 received confirmation that patient was on bedframe at time of reported issue.